Event description:
Discordant high sodium results were obtained on an advia 1800 for about 15 patients. The results were repeated on an advia 1650. Maintenance was performed, the ise was recalibrated and qc was run. Subsequently, several results were discordant low. The results were rerun on an advia 1650. Initial results were reported to physicians. Corrected results were reported after the samples were run on the advia 1650. There were no known reports of patient harm or patient treatment being given or withheld due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site. After evaluating the instrument and instrument data, the fse replaced the sodium electrode. It is unknown how long the previous sodium electrode had been on the system. The instrument is performing according to specifications. No further evaluation of the instrument is required.